Event description:
The account alleged the head of the bed is drifting down slowly. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.